Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure the device was leaking pneumo at the assembly cap. The device was leaking very badly with the obese patient. Unknown how the case was completed. No patient consequence was reported. Unknown if the device is available for return.